Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that, during a bha, the surgeon felt the centrax could not slide smoothly on the v40 head. It was like a tightness , high sliding friction between head and centrax. The centrax was used as is.